Event description:
The subject device was implanted in 1999 for l4-5 grade I-ii spondylolisthesis with translational and angulatory instability and bilateral foraminal stenosis. Post-operatively, pt complained of right l4 irritation. On 7/26/1999, computerized tomography scan found there may have been one or two threads of the device along the medial wall of the l4 nerve root. The device was removed in 1999.